Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer checked probe alignments. A sample probe was removed, cleaned, re-installed, and adjustments were checked. The probes and rinsing were checked. Precision studies were performed and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 3.56 mg/dl. The result was questioned because it did not agree with the patient's history. The sample was repeated, resulting in a value of 1.62 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple abnormal aspiration alarms near the time the sample was processed. The investigation did not identify a product issue. A specific root cause could not be determined. No further issues were reported after the service actions were performed. Medwatch fields d1, d2, d4, g1, and g4 have been updated.